Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2018. The patient was transferred for rehabilitation treatment. It was stated that the doctor reportedly recommended pressing the valve ¿200 times a day.¿ the patient followed this instruction. In (B)(6) 2018, the patient began to experience a coma. On (B)(6), the patient underwent a CT scan which showed that the volume of cerebrospinal fluid (csf) was ¿too small.¿ the patient was to stop pressing the valve. As of (B)(6), the patient began experiencing headaches and lethargy. An additional CT scan was performed and this time there was excessive csf. At the time of the report, the patient was hospitalized and could not walk. There was a request to adjust the pressure setting of the valve.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that prior to having the valve adjusted, there was ¿some improvement in the symptoms.¿ after having the valve adjusted, the problem of poor drainage was improved. It was stated the issue was resolved with the adjustment.